Event description:
It was reported by d.a. Wong et al via the spine journal (2007) in an article entitled "neurologic impairment from ectopic bone in the lumbar canal: a potential complication of off-label plif/tlif use of bone morphogenetic protein-2 (bmp-2)" that a patient who had undergone single-level l5-s1 tlif using rhbmp-2/acs with peek interbody construct ultimately developed unanticipated post-op pain. An MRI was performed approx two months post-op that found a collection of fluid in the canal and adjacent to the tlif annular defect. A surgical drainage of the fluid was performed at an unk time post-implantation. No evidence of bone in the canal was found at the time of the surgical intervention.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.